Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the pt800 that has failed. CAPA ca-2017-0206 was initiated to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the vela ventilation was not working and would not ventilate. The ventilator shows a "vent inop" message. The customer stated there was patient involvement; however no further details were available when the event was reported.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the operator verification procedure (ovp) and calibration, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.